Event description:
Patient reported that the one touch ultra test strips were damaged. There is no further information provided regarding this issue. Patient also reported performing a precision test with results of 168 mg/dl, 100 mg/dl, and 128 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.